Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The provider states the right arm has a bad weld causing the arm to bow out. He also states the right drive wheel is warped. He states without weight applied, the wheel wobbles. This is an out of box failure and no end user involvement. Per the technician's expanded evaluation, the arm receiver is welded incorrectly causing the arm to bow out and the wheel to rub when there is no weight in the chair. The right rear wheel is also warped. Despite the right wheel making contact with the chair, the wheels are able to roll easily.